Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 27-apr-2016, fse arrived at the site to address the reported event. The fse replaced the waste, wash & diluent pumps, and the #1 sample tube holder. The fse ran controls then verified the device was no longer leaking. No further issues were reported. No further action required by fse. The most probable cause of the reported event was the defective waste pump.

Event description:
On (B)(6) 2016, the customer reported a loud waste pump and leaking from underneath the a1a-360 analyzer. There was no leak from the overflow tube, and the analyzer was dry on the inside. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg, ckmb, and ctnl2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.